Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis could not confirm the allegations of dislodgement from the field. This product met specification during analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead has increased thresholds after being implanted. It has been reported that this ra lead has become dislodged from its original implanted site. A new lead has been successfully placed with no adverse patient effects to be reported.